Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a disp.sciss.shaft slight cvd.d:5/310mm (part # po885su) was used during a procedure performed on (B)(6) 2021. According to the complainant, during the surgery, the base of the cutting edge broke. When ns was wiped with wet gauze after tissue dissection (number of times unknown) in the lapa s-shaped rectum, the base of one of the cutting edges broke. The doctor did not apply excessive force during use. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the event. Although requested, additional information has not been made available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results. Visual investigation. Vigilance investigator carried out the pictorial documentation visually 1 and microscopically 2. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that one similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based on the investigation results, a material and/or manufacturing related error can beexcluded. Visual investigation and hardness test indicated that the quality requirements are within the specified tolerance range. It is almost certain that a mechanical overload situation led to the breakage. Based upon the investigations results a CAPA is not necessary.